Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in pain and never went out of the house. The pain got worse when the oral medications stopped. The oral medications were stopped 3 months prior to the report. The patient¿s pain was caused by stenosis in the neck. The pump was infusing fentanyl. Additional information received reported that the patient had severe headaches and neck aches. The patient had cervical radiculopathy. The patient felt like she had intracranial pressure because of her stenosis. It was noted that the patient wanted their pump stopped. Additional information was received from a consumer. Initially the pump helped her pain, but "about a year ago" it was no longer helping. The patient had a paralytic response with her legs where they would go inward, she could not stand straight, and had pain. The patient was previously given oral oxycodone and motrin and that helped, but she was no longer being given that by her healthcare provider (hcp). It was stated that the patient was prescribed gabapentin, but that was not helpful for her pain. It was noted she also broke her ankle "not too long ago" and the doctor would not give her anything for her pain. It was believed that the pump was "not working". It was also stated that the patient was not happy with the care she was receiving from her current physician. The patient would not take tylenol as she had seen death as a result of taking tylenol. The pump was infusing morphine at an unknown dose and concentration for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was receiving morphine (unknown dose and concentration) old dose was ¿like 2mg¿ via an implantable pump for non-malignant pain. The patient reported experiencing pain ever since the pump was installed. Reportedly the patient assistant understood that and she felt that the hardware in patients spine was so outdated and heavy and the surgeon confirmed this. During patient¿s last visit with a different patient assistant, the patient stated that she was still having pain and the assistant told patient ¿well I just won¿t fill it today¿ the patient did not want to deal with this any longer and reported it as ¿negligence¿ on the health care professional¿s part. The patient also stated that she is now unable to walk without falling and something had to be done. The patient stated that she can¿t walk on the beach the things she would like to do. It was reviewed that the only thing that the manufacturer is able to do is provide listings of health care professionals (hcps) and provided the hc p locator site and patient would need to contact those hcps on the list.

Event description:
Additional information received from the patient on (B)(6) 2017 indicated that the patient had a dry pump question, the patient was having a hard time finding a managing doctor to manage the pump. The pain "asthended" and she could not walk straight without pain. She mentioned this to her health care professional (hcp) and the hcp threatened to not fill her pump. The pump was filled. She called the managing doctor back and they never called her back. The patient was having a hard time finding a physician. Her pump was due to be filled on (B)(6) 2017 and no one wanted to see a patient that has a pain pump implanted. The patient was told that she did not follow the pain contract, patient was given pain medication at the emergency room (ER) because the pump was not providing adequate relief and she could not walk. It was noted that the patient was at a point where she cannot walk more than 3 minutes. She had been through the phone book calling managing doctors and she was told that no one will see her with an existing pump. The patient had service complaints about the physician and mentioned that the old hardware in her spine could be causing a pinching nerve. The patient mentioned taking oral pain medications that were prescribed when she was going through titration in the past. Patient was considering having the pump explanted due to ongoing pain and felt that something was wrong with the pump. The risk of dry/stopped pump was reviewed. Patient was redirected to primary care physician (pcp) to discuss options. It was also reviewed that the patient can try requesting a case manager with her insurance company for listings.

Event description:
Additional information was received on 15-dec-2016 from a consumer. The pump was delivering lidocaine and morphine at the time of the report. The patient¿s medical history included 8 back surgeries prior to pump implant (one of which she barely recovered from), degenerative spine, and restless leg for which she took oral tramadol. The patient also took 12 motrin a day. Per the patient, the pump had never really helped her pain and a month and a half ago she started having new pain which began suddenly. The new pain was increasing at l3. She had a protrusion. She could not bend, she walked crooked, and she could not stand straight. She had to lean over counters to relieve her pain. Sometimes the new pain felt better, but now it was persistent. Her primary care physician ordered an MRI, but the patient never called to give them her information on the pump, so they had no information and canceled it. The patient had seen a physician¿s assistant (pa) at her pump managing physician¿s office and he told her she broke her contract and threatened to stop filling her pump. He then refilled it, but decreased the dose. She stated that she didn¿t know tramadol was a controlled substance as back when she was a nurse it wasn¿t. She had gone to the ER (emergency room) a month ago from the new pain and they gave her 10 percocet. The pa told her that was against her contract. Per the patient, she had only gone to the ER because she could not stand the pain while she waited to be seen by him for the appointment. She was also accused of being high or drunk at her appointment. The patient stated that she may just have it taken out because it never really helped her; however, she had also stated that it did help her until they decreased her dose. The patient did not plan to follow up with her healthcare professional. She wanted to find a new pump managing healthcare professional and she was going to the ER for her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.